Event description:
Pt suffered severe hypoglycemic event of unk period (maximum of 4 hours based on pump download). Was found at home cold, unresponsive, and foaming/bubbling at the mouth. Bg at time was <40 mg/dl, ems was called and bg rose to 167; however, pt remained altered and unconscious. Admitted to picu for further management. Two days after event, pt is staring to regain consciousness, have some controlled movement, and using simple words and phrases. Bgs since hospitalization have been normal except for 1 bg of 50mg/dl on day of admission 2. Downloaded 670g data and reviewed events with medtronic. On (B)(6) at 207 pm and (B)(6) at 1114pm, pt received error 53 code, which is a software error that suspends insulin delivery and must be manually resumed. Because the 2nd error occurred while pt was asleep, she was without insulin delivery for approx 5 hours during which time her cgm readings indicate bgs rose to above 400. Pump review documents and infusion set change at 530am on (B)(6) followed by a 22.1 unit bolus. Two add'l boluses were given (21.4 units at 631am and 25 units at 854am) with last recorded cgm data indicated a rapid fall in bg around 930-10am with no add'l data. Pt was found unresponsive at 236pm on (B)(6).